Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was broken at the reservoir connection. It was reported that the insulin pump is missing the plastic guard (transparent) and the o-ring's. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No missing or damage to the retainer, reservoir tube o-ring, or reservoir tube lip noted during physical inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.